Event description:
Procedure: wedge resection. According to the reporter: patient was under surgery in 2009. A foreign body was detected inside patient cavity during a post-op cxr. A re-thoracotomy was performed two days later, to remove the foreign body.

Manufacturer narrative:
Initial report sent to FDA on 11/06/2009.